Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted, however, the electrogram (egm) was flat and had sensing issue when connected to the pacing system analyzer (psa). Additionally, loss of capture (loc) at max output was observed. To rule out a psa issue and positioning issue, the lead was repositioned and connected to another psa, which yielded the same result. Another lead was implanted in its place, which was successfully implanted. No adverse patient effects were reported.